Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose value. The customer¿s blood glucose level was 50 mg/dl and 152 mg/dl. The customer experienced symptoms such as shaking, sweating, mental confusion and inability to follow simple commands. The customer treated low blood glucose value with carbohydrates. The insulin pump passed displacement verification test. The customer agreed that the insulin pump operating as designed. The customer unable to upload care link data. The insulin pump will not be returned for analysis.